Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered that the wash 1 solution and water resuspend lines were not correctly primed, which was addressed. The cse proactively replaced multiple valves and the syringe dilutor. Quality controls were run and a precision test was performed on patient samples, all of which resulted as expected. The cause of the discordant, (B)(6) result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur xp instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated on the same instrument and resulted (B)(6). It is unknown if the repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.